Manufacturer narrative:
Updated h6 per new information. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including the history of bicuspid valve. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to aortic stenosis secondary to deterioration. The patient presented with dyspnea. The procedure was performed with a 23mm sapien3 ultra resilia transcatheter valve. The postoperative course has been uneventful, and the patient status was reported as under treatment. The doctor commented that there was little calcification observed on the valve.